Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred and the patient died. In (B)(6) 2017, the patient presented with st-elevation myocardial infarction (stemi). The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). A 4.0 x 32 mm synergy¿ drug-eluting stent was implanted to treat the lesion and intravascular ultrasound (ivus) was performed. Three days later, a sub-acute stent thrombosis in the middle part of the previously implanted stent was noted and treated with a balloon. The patient was sent in the coronary care unit (ccu) and extracorporeal membrane oxygenation (ECMO) in use. The patient was stabilized. However, ten days after the percutaneous coronary intervention was performed the patient expired.